Event description:
Received info stating that customer received an occlusion alarm. Reportedly, there was no occlusion alarm when the customer changed out the cartridge and infusion set.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.